Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle mechanism had fully deployed before the pod was able to be used. The patient also noted that the cannula looked bent. No impact to the patient's glucose level was reported. The pod was not worn. Treatment information was not provided.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The exposed portion of the soft cannula was observed to not be bent, kinked, or damaged. The download data showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 247 pulses, delivering several boluses, before deactivation. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. Investigation of the needle mechanism found no issues that would result in the needle deploying early.